Event description:
The patient was treated for a lesion in the external iliac artery, as well as a lesion in the proximal-left anterior descending artery (plad). Both lesions were stented successfully and without incident. Two overlapping smart control stents were implanted in the external iliac, and a cypher stent in the proximal left anterior descending artery (lad). However, the following day, the patient collapsed and died.

Manufacturer narrative:
These devices are not available for evaluation and testing, as the remain implanted. However, additional information has been requested and will be submitted within 30 days upon receipt. Note: two devices with the same catalog and unknown lot numbers are represented by this report.